Event description:
The alternating pressure mattress went flat. Rn called the MFR to report the mattress being flat and the pt's decubitus ulcer worsening. Instructed to fax to them a request for another mattress and that another mattress would be mailed to the pt's home. Pt's spouse told the nurse that it takes (11) eleven days to receive anything and that the co sends no one out to svc equipment.